Manufacturer narrative:
Corrected information: sex, device evaluated by MFR?: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twelve hours following the successful implant of this transcatheter bioprosthetic valve, with no complications noted during the procedure, the patient's condition changed. Reanimation was performed but was unsuccessful. Subsequently, the patient died one day post-implant. An autopsy was performed and preliminary information suggested a potential 2 cm aortic rupture but the report needs to be confirmed by the physician.

Manufacturer narrative:
Additional information was received that the change in the patient's condition which prompted reanimation was electromechanical dissociation. The physician reported the cause of death was an aortic rupture 2 cm above the annulus due to an unknown cause but was possibly related to the valve. It was reported that there was no difficulty inserting or advancing the device during the procedure. Section d information referenced the main component of the system. Other relevant device(s) are: product ID evolutr-34 serial (B)(4) use by date 2018-03-09 UDI (B)(4). Correction: the correct medtronic aware date for the initial medwatch report submitted (B)(6) 2017 is (B)(6) 2017.